Event description:
It was reported the pacer shuts off by itself during power-up. It was also reported the device does not power up completely. The 9 volt battery voltage was measured and voltage was greater than 9 volts. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board was replaced in accordance with the field action requirements.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.